Event description:
Customer reportedly obtained results of 66 mg/dl, 492 mg/dl, 558 mg/dl, 514 mg/dl, 495 mg/dl, and 487 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.